Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that the pump's battery was depleting too quickly, resulting in a shutdown. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the caller about how the pump's settings reset upon power loss, and the caller successfully resumed insulin delivery.